Event description:
It was reported that there was low sensing on the right ventricular lead. The lead had dislodged. The lead was repositioned and is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).